Manufacturer narrative:
Based on the information provided, it is not known what role, if any, the lava ultimate crown played in the reported outcome. Other factors, such as prior tooth history, may have contributed to the reported root canal.

Event description:
On (B)(6) 2016, a dental professional reported the case of a (B)(6) year-old female patient who required endodontic treatment of tooth #31. This tooth had a lava ultimate cad/cam restorative for e4d crown seated on (B)(6) 2013; prior history for the tooth includes a large amalgam restoration. On (B)(6) 2016, it was reported that the tooth had become sensitive to hot, cold, and pressure; endodontic treatment was performed.